Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
The customer reported that the ac power module had failed. The factory has not yet rec'd device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.